Manufacturer narrative:
Block h6: imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f19 captures the reportable event of surgical intervention. Imdrf code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon was implanted (B)(6) 2024. On (B)(6) 2024, the patient experienced a sudden onset of vomiting, stomach pain, and gastric discomfort. A gastroscopy was scheduled for (B)(6) 2024 in which the balloon was intact and showed no deflation but revealed a severe gastric ulcer and a gastric perforation. The balloon was immediately removed, and the patient was referred to surgery to address the perforation. The patient stopped taking the ppi a week before the removal of the igb balloon. Patient condition reported as stable. The balloon removal procedure was successfully completed.